Event description:
Customer's mother stated that the insulin pump is alarming during the prime process. The blood glucose reading is 477 mg/dl. Customer does not feel well. Caller will contact the hospital for advice on treatment of high blood glucose. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed during the prime test due to a faulty force sensor resistor. A bleeding lcd glass, scratched case and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.